Event description:
Patient was revised to address suspected infection.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Additionally, research using the (B) (4) system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports of any kind have been received. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.